Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that after the implant procedure of the implantable cardiac monitor while the patient was still on the table, there was noise from possible myopotential. It may take a couple of weeks to settle down. The device remains in use. No patient complications have been reported as a result of this event.